Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer removed the sensor and the cannula was not there. Caller stated that the cannula fracture and may still inside the customer's body. Advised to attempt to removed the cannula, or to seek medical attention to removed it. Nothing further was reported.